Manufacturer narrative:
The vessel sealer extend instrument has been returned and evaluated by the failure analysis team. The instrument was found to have a grip ring dislodged. The instrument was placed on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips did not open. The dislodged grip ring likely caused the grips to not open. The grip open lever was not functional. The grip ring moves freely up and down grip the grip drive adapter. There are debris on the knife track. The root cause is attributed to manufacturing.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported a loose cable. It was noted that the forceps became immobile, and the clamp was removed from the patient cart, and the lever of the housing moved, but it did not react. The wire at the tip was loose, so it may have been broken somewhere. The procedure was completed as planned with no reported injury.